Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation was made with this left ventricular (lv) lead. Analysis revealed that this lead passed continuity testing. However, melted poly tubing was noted from terminal pin most likely caused by electro cautery.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to unknown product performance issue. Additional information received indicated that this lv lead had high thresholds. The field representative could not verify if there was no micro-lead dislodgement as thresholds had been stable but just had high measurements. The physician chose to remove this lead and a new lead was placed with better threshold data. No additional adverse patient effects were reported.